Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired. Review of remote transmissions showed episodes of ventricular tachycardia/ventricular fibrillation that were interpreted by the device as a non-sustained rhythm, leading to withheld high voltage therapy.